Event description:
It was reported the pt was experiencing temperature heating around the ipg pocket while charging. It was reported the pt used a neoprene belt while charging and charges for 3 hours every 3 days. A new charger was sent to the pt. Follow up identified the issue was resolved with the replacement charging system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.